Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 03/26/2010. The strip lot #d150717-1 was manufactured on 07/17/2015 and expired in 07/2017. Ok biotech received (B)(4) complaint from same manufacturing batch of strips in 2016 by absorbance speed, slow. We tested the retain strips of same lot#d150717-1 with our inhouse meter the control solution tests for level low were 60/58 mg/dl; for level high were 278/273 mg/dl. The request control solution ranges are: level low 30~75 mg/dl; level high 220~320 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 9:30 - 10:00 am after the end user received inconsistent results from the prodigy diabetes glucose meter. The end user was shaking uncontrollably and feeling weak and her blood glucose reading prior to seeking medical attention was 404 mg/dl. The end user visited the ER and upon arrival her blood glucose was 76 mg/dl. She was given a breakfast tray and no other interventions were administered. After a few hours in the ER the end user was discharged with a blood glucose reading of 176 mg/dl she was instructed to ensure that she eats a proper meal before taking insulin. No further details were given in relation to this medical event.